Event description:
The facility representative reported a infusor pump with a condition of 'occlusion error and cannot get past error'. There was a false alarm. This condition occurred during programming/setup. The area where this event occurred is ambulatory care. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was out of adjustment end block. The occlusion alarm was recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.